Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. After visual inspection, engineering actuated the device and fired the clips one at a time. The unit was disassembled for further evaluation. Clip short-feed was experienced during functional testing; however, engineering was unable replicate the customer's exact experience because it was not specified. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "surgeon attempted to place clip and the device malfunctioned. He used another clip applier (from same lot#) and it failed initially but he was able to complete the case with the second device. There was no harm to the patient."